Event description:
Pt was wearing avaira toric (enfilcon a) contact lenses and began to experience bloodshot eyes. Pt states corneal ulcers developed in both eyes. Pt was referred to a specialist and was prescribed two different types of drops. No lasting issues were reported. Attempts by coopervision to receive additional info regarding this incident have been unsuccessful to date.

Manufacturer narrative:
Event was reported by the pt's mother directly to coopervision. This is being reported as unconfirmed corneal ulcers. Method: no lot info, no lenses, no exam of device were provided which could indicate if the device caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.